Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21376. The patient received four scs leads with the same lot number. It was reported the patient developed a rash at the ipg and lead sites. The physician believes the rash is due to an allergic reaction to the sutures. The patient's internal absorbable sutures were removed and replaced with external nylon sutures to close four incisions. It was reported dermabond was not used an there is no infection. Follow-up identified the patient is healing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.